Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the stapler was not able to close the jaws. It seems like the stapler got stuck. The button at the back of the stapler couldn¿t be pushed and the stapler was not able to unlock with the red button on the side. The first part of the staple was fired without closing the jaws and firing the stapler. A new staple was replaced and while putting it in place, the staples were fired. Unknown what was used to complete the procedure. There were no adverse consequences for the patient.